Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to buttons were unresponsive. Customer also reported that the insulin pump was exposed to pool water that led to battery out limit and keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit, low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No intermittent button response noted during testing. However, corroded keypad traces noted during visual inspection. No moisture damage noted on electronic assembly or motor assembly noted during visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.